Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to lock into closed position; however, after releasing, the clip looked like it was still wide open and did not attach to the mucosa. It seems like the clip was not correctly positioned to grab the mucosa and the stent sufficiently or perhaps too much of the stent and tissue was grabbed. The physician removed the clip with a rescue rat tooth forceps and the procedure was completed with another two resolution 360 clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with esophagus as anatomy.